Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were crossed over in the shaft of the penis. The device was explanted and replaced. No patient complications reported.